Event description:
This lead was attempted for implant on (B)(6) 2013, however due to placement difficulty this lead was not successfully implanted. The physician was dr. (B)(6) at (B)(6) medical center at the (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).